Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, when the device was activating the coagulation ¿blue¿ button, the cut ¿yellow¿ would work, the drives were reversed. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. No electrode was sent. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Visual inspection found no defects with the returned device. An electrode was inserted into the device, and the device was plugged into a generator. The generator recognized the device and activated with satisfactory results. Continuity is verified by observing electrical arcing at the screw in the cut and coag modes. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the product was not returned; however, a picture was provided by the customer for analysis. The product in the picture was not noticeably defective. The picture showed the device in a pouch. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. If information is provided in the future, a supplemental report will be issued.